Manufacturer narrative:
Approximate age of device ¿ 1 year, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient was admitted to the hospital on (B)(6)2018 with an elevated lactate dehydrogenase (ldh) level of 950 u/l. Heparin was started but the patient's ldh never dropped below 900 u/l. The patient was switched to bivalrudin with no improvement and then put back on heparin. On (B)(6) 2018 the patient underwent a pump exchange. No additional information was provided.

Manufacturer narrative:
Thrombus was confirmed in the evaluation of vad-62713. The pump was returned with the driveline cut approximately 2¿ from the pump housing and the severed portion of driveline was not returned. The sealed inflow conduit, the sealed outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, examination of the blood tube/rotor inlet section revealed a thin, denatured thrombus ring adhered to the inlet bearing ball. A similar thrombus formation was also noted in the distal side of the inlet stator, adhered to the inlet bearing cup. The thrombus rings appeared to be in the early stages of laminated layering, which is an indication that they developed over an undetermined time while the pump was operating. The thrombus rings were similar in structure and color, and were likely a single formation prior to the disassembly of the pump. Examination of the proximal side of the outlet stator revealed a non-laminated deposition situated adjacent to the outlet bearing ball. The lack of laminated layering suggests that the deposition did not form in the outlet stator. Although its origin and duration of time for which the deposition was present in the pump cannot be conclusively determined, the lack of circumferential contact marks on the outlet bearing cup, indicate that the deposition was not present in the outlet stator for an extended amount of time while the pump was operating. The thrombus found in the pump could have potentially contributed to the reported elevated ldh. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. The relevant sections of the device history records (documents 188839, 191740, and 193254) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file for this event,